Event description:
Emergency room patient with arrhythmia, observation admission, was placed on amiodarone and pump delivered medication 5 minutes faster than programmed, per nursing staff. Medication was amiodarone 150mg in 100ml one time dose. No patient harm or medical intervention reported. Customer states no further patient or event information is available.

Manufacturer narrative:
Manufacturer's report date: (B)(4). The device(s) have been received and the evaluation is pending. A follow up report with failure investigation results once the evaluation has been completed.